Manufacturer narrative:
Investigation results: visual examination of the returned device found no visible damage to catheter of the device. However, through functional testing a pinhole was noted to the balloon. The investigation results are not consistent with the event description. The reported event of balloon burst was not confirmed, as a pinhole was noted to the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilatation catheter was used during dilatation in the common bile duct (cbd) performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon burst at 5 atm's and contrast media started to leak out. It was confirmed that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during dilatation in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon burst at 5 atm¿s and contrast media started to leak out. It was confirmed that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.